Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No new lead was noted to have been implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).